Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts reported leaking after four days into use. No patient adverse events reported

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Six (6) samples were received in used conditions, with their original lid and with their certificate of decontamination. Functional test: the samples were tested on leak test. The test was performed under water as per procedures. Results: during the test, leaks were found in the cuff in five samples. The cuffs were inspected using a digital microscope with a scale of 50x, to observe better the shape of holes found. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause is that damaged occurred after the product left the manufacture. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.complaint investigation. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found.